Event description:
General report of IV tubing rupture received. Nurses have reported several incidences (5 to 6 times) of extension set tubing ruptures during IV push procedures using needless syringes in size ranging from 3cc's to 60cc's. As the solution is being manually pushed through the extension tubing, the nurses have reported that the tubing appears to pop open in the middle section of the tubing as if there were a weak spot. This has occurred with a variety of solutions/medications which include 50% dextrose, phenergan, demerol, some unspecified antibiotics, and contrast dye. The tubing was removed and replaced to solve the problem. No pt harm has been reported. Add'l pt info was requested, but no further info was available.